Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 05-aug-2025. The blockage was in the tubing. No further information available.